Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer ordered product cdc-45563-tts. In the case they received 2 tts kits and the 3rd kit was also a tts kit but was mislabeled with an ak-45703-p1a product code. No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer ordered product cdc-45563-tts. In the case they received 2 tts kits and the 3rd kit was also a tts kit but was mislabeled with an ak-45703-p1a product code. No patient involvement.